Event description:
Caller reported an alarm 2 and experienced frequent occlusion issues. There was no adverse impact to the customer's blood glucose level. Customer did not load a new cartridge due to recent errors and frequent occlusions; instead, they began using multiple daily injections (mdi) and are attempting to obtain a new pump since the current one is out of warranty.